Manufacturer narrative:
Correction: the correct date received by the manufacturer is (B)(4) 2013; not (B)(4) 2013, as previously reported. This device is not available for analysis. (B)(4).

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).